Event description:
Clinical information: (B)(4) - triclip japan pas, patient site: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted. To further reduce tr, a third clip (60311r1002) was prepared per IFU and inserted into the valve. During the deployment steps, it was noted that the clip was difficult to detach from the shaft. Troubleshooting was performed and the clip was able to be deployed. Tissue damage was observed after the deployment. An additional clip was implanted to stabilize, reducing tr to a grade of 3. It was noted that the clip delivery system was curved more than 90 degrees, roughly 95 degrees. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.